Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before using an intraocular lens (iol) a white dot was observed around the center of the optic. It could not be removed with the irrigation solution therefore the surgeon decided not to use this iol. No patient contact reported. The surgery was completed safely by using another same model iol.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 04/19/2016 device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection at 50x microscope magnification showed a &#65533;grainy residue around the centre of the optic. There seemed to be a dried salt buffer solution on the surface, masking two small white particles. An attempt to rinse off the grainy residue with water was made but the white particles were no longer present and may have been washed away. No further analysis was possible. The customer's reported complaint was verified. However the white dot observed in the center of the optic is not manufacturing process related. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency however the reported issue is considered verified. All pertinent information available to abbott medical optics has been submitted.